Manufacturer narrative:
Investigation findings: the drill bit was received for investigation with the proximal end broken off. A visual examination found markings on the end of the bit where the break occurred. It was also noted that this portion of the drill bit is secured in the jacob's chuck during use. A hardness test was performed and determined that the material hardness met specification requirements. This type of failure can occur when excessive lateral force is applied during use. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that while drilling the pilot hole in a right shoulder stabilization procedure, the drill bit broke where the proximal depth stop meets the small diameter shaft. The detached portion of the drill bit was retrieved and there was no patient injury associated with this event.